Event description:
Additional information was received from the healthcare provider (hcp) reporting that the cause of the bolus delivering without the patient's consent was determined that it was not being delivered w/o consent, it was that it was freezing and delivery could not be confirmed. The medtronic technical support advised patient to clear "cache" and issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal fentanyl via an implantable pump for non-malignant pain. It was reported by the patient this was going on for a year or so when patient went to deliver a bolus they would lag at 91% for a couple minutes and when it connected to myptm application it would say it delivered a bolus without the patient pressing deliver a bolus. It did not always deliver a bolus on its own without patient's consent but it would happen. During call agent walked patient through clearing data and closing all applications. Patient connected to myptm application.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial(B)(6); implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.